Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32574, 2938836-2017-32356, 2017865-2017-32575, 2017865-2017-32576, 2017865-2017-32577, 2017865-2017-32578.following a system implant procedure, diagnostic imaging revealed a left pneumothorax, for which no treatment was required. The patient was asymptomatic and discharged the following day.